Manufacturer narrative:
On 20th dec 2018 the r&d project manager visually checked the "retrived" implant: visual inspection highlights bone residuals on the cup external surface. Signs of extraction, coating loss on the equatorial side. The coating detached from the polar zone during extraction, that remained anchored to the acetabular bone, may highlight that good "osteointegration" was in process. Probably during extraction, the osteotome determined the detachment of the coating from the cup. Batches review performed on 03 january 2019: lot 179143: (B)(4) items manufactured and released on 09 april 2018. Expiration date: 2023-03-26. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc pe liner code 01.26.3244hct lot. 179308 (k103352): (B)(4) items manufactured and released on 05 april 2018. Expiration date: 2023-03-20. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s - code 01.29.204 lot. 177688 (k112115): (B)(4) items manufactured and released on 18 april 2018. Expiration date: 2023-04-05. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem-h proximal coating std stem #5 code 01.18.175 lot. 180062 (k161635): (B)(4) items manufactured and released on 08 may 2018. Expiration date: 2023-04-26. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
A few month after the undertaken primary tha, the patient was complaining about remaining pain. After investigation a low-grade infection was diagnosed (staph epidermitis). On (B)(6) 2018, all primary hip components have been revised. During the explantation a chisel was used on the lateral side in order to release the cup; some ha coating remained in the acetabulum which could be removed afterwards. There was no patient harm.